Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition the customer experienced a low blood glucose (bg) of 51 mg/dl, which was addressed with consuming carbohydrates. Reportedly, bg level was due to the basal rate set too high. The customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.